Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr2876 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when testing prior to use, the catheter was found leak at 20cm depth.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 2 fr perqcath catheter was returned with the stiffening stylet within the catheter. Use residue was observed within the extension leg. The sample was flushed with a 10 ml syringe and a leak was observed at the 11 cm depth marker. Microscopic observation of the leak location revealed what appears to be a slightly curved split on the black ink depth marker surface. Based on the description of reported event and condition of the returned sample, possible contributing factors include stylet damage and over-pressurization. Since a leak was observed in the catheter, the complaint is confirmed but the exact cause remains unknown. The IFU states, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape" and "preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet."

Event description:
It was reported that when testing prior to use, the catheter was found leak at 20cm depth.